Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 3.5, lab: 2.8. Approx 1 hour between results.

Manufacturer narrative:
Investigation pending.